Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of a primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of normal saline. It was reported that during priming of the tubing sets prior to pt use, the tubing separated from an unspecified location from the filter of the extension tubing set and an unspecified volume of solution leaked. The extension tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.